Event description:
Boston scientific received information that right ventricular (rv) noise was oversensed which resulted in an inappropriate shock and several episodes of anti-tachycardia pacing (atp) for this patient. The caller stated that the device begins to charge, the noise goes away; however, the shock was still delivered. The noise can be easily re-created during arm movements. A boston scientific technical services consultant reviewed the episodes and noted that the patient had committed shock programmed on. The consultant discussed with the caller how to proceed for this patient. A revision procedure was performed and the physician stated that he could not confirm if the problem was the rv pace/sense portion of the lead or the header of the device. The physician elected to add a new pace/sense lead and implant a new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. The right ventricular (rv) sealplug was removed and the threads of the setscrew and terminal block exhibit signs of cross-threading. The defibrillation, pacing and sensing functions of the device were verified per automated testing. No other adverse events have been reported. This product issue will be updated if additional information is received.